Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit alarm tone was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the bed exit alarm tone was not sounding. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. This issue would be unlikely to result in patient harm as the bed will emit an audible and visible alert to alert the end user that the bed exit is not set. The end user should contact their facility-authorized maintenance person to send the bed for service/repair and has the option to replace the bed. This issue is likely to result in a delay. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence is reasonably expected to result from this issue.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit alarm tone was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).